Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the incomplete medical records provided, the reported elevated cocr and intraoperative findings of altr and metallosis and mild corrosion which led to a revision, may be consistent with findings associated with metal debris. However, the cause of the reported multiple recurrent dislocations cannot be concluded, as there is no supporting medical documentation provided for this time period. The patient¿s re-revision was reportedly performed as a result of persistent/perfuse hemorrhage. However, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant, as the surgeon stated that he ¿felt that the hematoma may have developed secondary to his oral anticoagulation with pradaxa versus deficient soft tissue coverage secondary to the large area of necrotic and dehisced tissue from the altr. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history for the listed batch revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to draining postoperative hematoma. The liner and the head were removed and replaced. The patient outcome is unknown.